Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead exhibited intermittent noise. Some signs of the device twiddling were noted. The lead was capped and replaced due to oversensing. The patient left the procedure in good condition.